Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical product: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected pocket with purulent drainage. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted. No further patient complications have been reported as a result of this event.